Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration of coil"), device breakage ("fracture of coil -device breakage"), gastric perforation ("perforation (stomach)") and genital haemorrhage ("heavy bleeding / prolonged heavy bleeding with large clots") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure, she did not use birth control or contraception at any time following essure placement" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gravida ii and parity 2 (date of births: (B)(6) 2006; (B)(6) 2013). Previously administered products included for an unreported indication: iud from 2006 to 2012. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe and persistent pelvic pain/stabbing persistent") and genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other component of essure - severe rash over entire body"). In (B)(6) 2013, the patient experienced rash ("skin outbreaks/skin rashes") and ovarian cyst ("ovarian cysts / cysts"). In (B)(6) 2013, the patient experienced migraine ("severe migraines"). In (B)(6) 2014, the patient experienced gastric perforation (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), abdominal pain upper ("pelvic / stomach pain/stabbing persistent severe"), rash generalised ("severe rash over entire body") and mental disorder ("caused /aggravated any psychiatric and/or psychological conditions"). The patient was treated with analgesics, ibuprofen (advil) and corticosteroids. Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, device breakage, gastric perforation, pelvic pain, genital haemorrhage, migraine, rash, abdominal pain upper, allergy to metals, rash generalised, mental disorder and ovarian cyst outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, device breakage, device dislocation, gastric perforation, genital haemorrhage, mental disorder, migraine, ovarian cyst, pelvic pain, rash, rash generalised and uterine perforation to be related to essure. The reporter commented: patient did not claim for allergic to nickel or any other component of essure. She didn't claimed for experience of hypersensitivity reaction to nickel or any other component of essure. She claimed that use of essure caused or aggravated any psychiatric and/or psychological conditions-yes. She is trying to save enough to pay for the hysterectomy surgery. She don¿t not have insurance that covers this surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.